Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 550cc mentor memorygel breast implants, began experiencing pain and also wanted to change implant size. The patient was diagnosed with bilateral ptosis and during surgery, it was discovered that the left breast prosthesis was ruptured. As a result, the patient underwent bilateral removal and replacement with two 405cc mentor memorygel breast implants on (B)(6) 2019. This medwatch form is for the right breast prosthesis.